Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 130 units. Reportedly, the cartridge was filled with 250 units of insulin. In addition, an insulin pen was used to fill the cartridge with insulin. Tandem technical support was unable to perform troubleshooting as the reported event occurred in the past. There was no reported impact to the customer's blood glucose level.